Event description:
Customer's husband reported that the customer was hospitalized due to high blood glucose. Customer's husband states that the customer had not changed her infusion set or taken a manual injection. Customer's husband also stated that the customer was receiving no delivery alarms on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.